Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The customer biomedical engineer reported that he verified the malfunction in the devices memory logs, but could not duplicate the event. The unit passed extended self testing.